Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was not capturing and appears to be triggering ventricular safety pacing. The lead is not sensing in bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.